Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. The shock impedance was noted to be 110 ohms one year ago, which is high but within normal specification limits. The rv pace impedance was noted to also be high but within normal specification limits at 1332 ohms. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) to evaluate the lead and check all lead vectors. Ts noted there has been no device shock therapy delivered to the patient. Subsequent information from a (B)(4)representative indicated they were going to check the patient based on the high out of range shock impedance alert. Ts provided guidance to get a breakdown of the lead vectors and noted if the shock impedance gets to 145 ohms, a fault will occur and greater than 145 ohms, a shock will truncate to a monophasic shock. Ts discussed that at some point, they will need to consider performing a commanded maximum energy shock test in order to determine the true delivered shock impedance value. Subsequent information from the hcp indicates they are continuing to monitor the patient with a planned remote transmission to review data again in one month. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. The shock impedance was noted to be 110 ohms one year ago, which is high but within normal specification limits. The rv pace impedance was noted to also be high but within normal specification limits at 1332 ohms. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) to evaluate the lead and check all lead vectors. Ts noted there has been no device shock therapy delivered to the patient. Subsequent information from a boston scientific representative indicated they were going to check the patient based on the high out of range shock impedance alert. Ts provided guidance to get a breakdown of the lead vectors and noted if the shock impedance gets to 145 ohms, a fault will occur and greater than 145 ohms, a shock will truncate to a monophasic shock. Ts discussed that at some point, they will need to consider performing a commanded maximum energy shock test in order to determine the true delivered shock impedance value. Subsequent information from the hcp indicates they are continuing to monitor the patient with a planned remote transmission to review data again in one month. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently surgically abandoned and replaced. The threshold measurement was noted to be elevated. Also prior to replacement, the shock impedance measurements were 135 ohms to 140 ohms, which is high out of range, and the pace impedance measurements were 1400 ohms to 1450 ohms, which is high but still within normal specification limits. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.